Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate ((B)(6)) involving the organism salmonella paratyphi a. No serotype provided by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420074545173) involving the organism salmonella paratyphi a. No serotype provided by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of salmonella paratyphi a when using phoenix panel nid (catalog number: 448007) batch number: 3213166. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. It is to be noted that panel batch 3213166 was unavailable at the time of investigation testing and a comparable batch was used. To investigate, comparable panels of the complaint material were tested using in house isolates salmonella spp. Enf 10202 and salmonella spp. Enf 10203 on a phoenix m50 machine and evaluated for identification results. Then, control panels from the same material but different batch were tested using in house isolates salmonella spp. Enf 10202 and salmonella spp. Enf 10203 on a phoenix m50 machine and evaluated for identification results. All panels tested returned salmonella identification results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five additional complaints on batch: 3213166, two of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.